Event description:
It was reported that that since switching to the aiqca universal cuff from the regular acumen cuff, there have been a consistent difference in blood pressure by at least 40 points on the majority of all the cases they have done. They do not have any patient information because this was multiple cases. Troubleshooting was done by changing fingers and cuffs in these situations. They expressed that about 90% of the cases they have done with universal cuff have had the bp discrepancy. No allegations of patient injury. It is unclear if the products will be returned. The quantity of cases are unknown.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information from the rep confirmed that he devices are not available for return. No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The reported malfunction could not be confirmed since no objective evidence was provided. A product risk assessment was initiated to address the increase of occurrence. However, there are manufacturing controls to avoid potential causes related to the malfunction as follows: 100% visual inspection, 100% electrical test, and qa sampling inspection.